Event description:
It was reported that upon removal of a pta balloon dilatation catheter, a shaft break was observed. The pta balloon dilatation catheter was used to predilate three sections of the distal sfa prior to stent placement. Reportedly, after three inflations were performed, the device was retracted through the introducer sheath and a shaft break was observed upon removal from the pt. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. This is the only complaint reported to date for this lot number. The complaint sample was returned for eval. The catheter shaft and the balloon were returned attached by the inflation/deflation lumens. The catheter shaft had a clean separation at the proximal balloon glue joint. There was no stretching or kinks observed on either section of the balloon catheter. No other anomalies were noted on the returned device. The complaint is confirmed for a shaft break. Appropriate corrective action will be implemented. The current IFU (info for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.